Event description:
It was reported that during a ptca treatment procedure involving a 90% restenosis of a previously placed bx velocity stent in the rca, the quantum monorail balloon lost pressure at 10 atm's on the initial inflation. The patient was asymptomatic during this event. The quantum monorail balloon was removed and replaced with another catheter to complete the procedure. An athlete guidewire (size unknown) and a 6f neat jr4 guide catheter were also used in this case, but the sizes and types of introducer sheath and inflation device used are unknown. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.